Event description:
It was reported that the patient experienced a revision of an spectra concealable penile prosthesis (spp) device due to unspecified reasons. A new ambicor penile prosthesis (app) was implanted. A patient outcome was not reported.